Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for infection non-diabetes related issue. Caller stated that while the customer was in the hospital she developed high blood glucose. The blood glucose reading at the time of hospitalization was between 600/700 mg/dl. Caller stated that they believe that the customer blood glucose has been high due to steroids they have been giving her. Nothing further was reported.